Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implantable pulse generator (ipg) replacement procedure, the patient was experiencing symptoms of dizziness. During the procedure, when the physician connected the leads to the new ipg outside the pocket, intermittent capture was noted on the right ventricular (rv) lead. The lead was visually inspected under fluoroscopy and was found to have no slack. The physician decided to cap and replace the rv lead. No further patient complications have been reported as a result of this event.